Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose declined to 47 mg/dl. Customer's current blood glucose was 132 mg/dl. Troubleshooting found the drive support cap appeared to be normal. It was also found the insulin pump was not exposed to a high magnetic field. The customer declined to return the insulin pump for analysis.